Event description:
The pt received two scs leads with the same lot number. It was reported an scs ipg replacement procedure was extended due to one of the contacts of one of the scs leads breaking and getting lodged in the scs ipg header. The physician encountered some difficulty resolving the issue and decided to replace both of the scs leads. Upon attempting to implant a new scs lead, the physician was unable to get the lead past the pt's scar tissue; however, the physician successfully implanted two different scs leads and was able to connect them both to the replacement scs ipg.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.